Event description:
It was reported to philips that the flexvision monitor went blank during a percutaneous nephrostomy placement procedure (pcn). The customer used a mobile c-arm to complete the procedure. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the percutaneous nephrostomy placement procedure was performed when the issue happened. The procedure was 15-minute delay and customer brought in a portable c-arm to complete the procedure. A philips field service engineer (fse) inspected the system and confirmed the reported malfunction. After reviewing the log, fse found an issue with the dvi matrix switch. Upon troubleshooting, fse found that the flex vision monitor was on and functioning, but no images were displayed. The matrix switch appeared to have no power. To resolve the problem, fse re seated the connector and installed the new matrix switch along with its power supply and for failure analysis it shows the power supply is not working. After replacement of dvi matrix, the system was returned to use in good working order. The codes were updated based on the investigation outcome.